Event description:
It was reported the lead would not advance through the introducer. A new introducer was used and the lead was advanced and implanted. No patient complications have occurred as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the introducer was returned, analyzed and no anomalies were found. The 4196 lead was not returned with the introducer. The transvalvular insertion tool (tvi) was not returned. It was also apparent that the tvi tool had not been used on the dilator which would have helped the lead gain access into the dilator and advance the lead through the introducer.